Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a post timer/24v failure and a blank screen. The customer reported there was no patient involvement.